Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that in hospital general surgery department a physician inserted a 3f PICC into a 1-year-old child in the interventional catheterization laboratory. Post-insertion angiography revealed leakage at the mid-section of the catheter. To ensure patient safety, the newly inserted catheter was removed and a new 3f PICC was reinserted. No further details provided.